Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 227 mg/dl and their sensor glucose read around 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's sensor cannula was slightly bent upon removal of their sensor during troubleshooting. It was also found the customer had lost sensor alerts and weak signal alarms. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications.